Event description:
During a ptca procedure, the balloon became stuck on the guide wire. While attempting to remove the wire, the shaft of the catheter broke. No patient injuries or complications were reported.